Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well image in question on the instrument in question, which showed as an atypical reaction. The customer replaced the probe, and the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.